Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed no delivery. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarm cannot be cleared and the settings cannot be changed. The customer was advised to contact their doctor for information regarding their current settings. No further details given.